Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements reaching 150 ohms. This system was scheduled to perform a defibrillation threshold (dft) test at a future date. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements reaching 150 ohms. This system was scheduled to perform a defibrillation threshold (dft) test at a future date. This lead was revised, however part of the lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the reliance ez device confirmed that the event of shock impedance high out of range is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance ez device is acceptable. In the absence of physical analysis, the root cause of the reported high shock impedance measurements are a attributed to a known inherent risk of the device.